Event description:
Pt was implanted with the synchromed pump and catheter on 1/15/97 for infusion of intrathecal baclofen to treat intractable spasticity related to spinal cord injury/spinal cord disease. The pt experienced an increase in spasticity and returned to his health care professional for follow-up and explantation of the device on 2/4/99 due to x-rays showing a rotor stall. The health care professional stated the pt did hear the battery end of life alarm. The device was returned for analysis. The health care professional states that the pt is doing "wonderful" on follow-up after another synchromed pump was implanted.